Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. She claimed that as a result of the high meter readings, she developed hypoglycemic symptoms after adjusting her insulin. The medical surveillance specialist (mss) spoke with the patient on february 19, 2009 to obtain/verify the following information. The patient started to suspect that her meter readings were inaccurately high approximately 1 month before she contacted lfs. She was getting meter readings such as "186 mg/dl" but was expecting 50-60's mg/dl meter readings because she was feeling hypoglycemic (shaky, confused, and fuzzy") at the time of the tests. She claimed that she experienced these similar occurences almost everyday during the 1 month she was getting the inaccurate meter readings. She felt that the cause of her hypoglycemia was due to taking too much insulin. Normally the patient takes a fixed daily amount of symlin, novolog, and levemir; however, she stated that her doctor was okay that she adjusts her novolog dosages according to her meter readings since she is a nurse. The patient was following a general sliding scale that is used at her work. The patient's doctor had decreased her morning novolog dosage from 30 to 15 units the previous month, for an unspecified reason. However, the patient would go back to taking 30 units if her fasting blood glucose levels were above 180 mg/dl: the patient's typical fasting blood glucose tests are around 110-120 mg/dl. She admitted that her doctor is not aware that she was doubling her morning dosages but claimed that he is aware she adjusts her own novolog dosages. On an unspecified date, the patient woke up with a "211 mg/dl" fasting blood glucose test. She took 30 units of novolog. At an unknown time later, the patient felt terrible, shaky, confused, and lightheaded. She tested her blood glucose levels and got "180 mg/dl" on the subject meter and within minutes got a "35 mg/l" on her "contour" meter. She treated herself with orange juice, yogurt, and animal crackers and felt better afterwards. The patient also reported blood glucose results of "183 mg/dl" on the subject meter and "139" mg/dl" on the "contour" meter, obtained within 10 minutes of each other. These results were obtained on the day of the customer service call. The customer care advocate (cca) went through troubleshooting with the patient and noted that the meter was miscoded, which can contribute to inaccurate meter readings. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic after basing her novolog insulin dosage on her alleged "high" meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.